Manufacturer narrative:
Pharmacovigilance comments: the serious event of visual impairment was considered expected and possibly related to the treatment. Serious criteria included the need for medical intervention, hospitalization and permanent damage. Potential contributory factors include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case doesn not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventative action. Manufacturing narrative: the reported lot number was valid.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2018 by a physician which refers to a (B)(6) female patient. The patient's medical history included c-section x2, breast augmentation and breast reconstruction, easy to bruising, and an allergy to sulfa. Concomitant treatments and previous treatments were not reported. On (B)(6) 2018, the patient received treatment with 0.3 ml of restylane defyne (lot 15983) to the right side of the forehead with a 25 g cannula and an unknown injection technique. On (B)(6) 2018, immediately after injection, the patient experienced visual impairment(visual impairment) at right eye. An initial exam at bedside showed lower visual field defect in the right eye. A few minutes later the patient was examined by an ophthalmologist and the patient's vision had declined to counting fingers. The event was treated with a periorbital block with hyaluronidase. A vision exam after the treatment showed a lower field defect with a visual acuity of 20/60. Cursory non-dilated visual exams showed no evidence of retinal involvement. Intraocular pressure was within normal limits. A follow up done with a retinal specialist showed no evidence of retinal involvement with dilation pupil exam and extraocular movements were intact. The patient was seen by another retinal specialist and underwent a fluorescein angiogram which was negative and an MRI that showed no trauma. The visual field defect continued and the patient was hospitalized to received hyperbaric oxygen therapy and another possible procedure. The name of the procedure was illegible and follow up attempts to clarify the procedure name were unsuccessful. Outcome at the time of the report: visual impairment was recovered/resolved with sequelae. Tracking list: v.1 12-oct-2018: patient information, medical history, suspect product details, event, treatments, and outcome were updated.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 28-aug-2018 and follow-up reports on 12-oct-2018 and on 24-oct-2018 by a physician which refers to a 32-year old female patient. The patient's medical history included c-section x2, breast augmentation and breast reconstruction, easy to bruising, and an allergy to sulfa. Concomitant treatments and previous treatments were not reported. On (B)(6) 2018, the patient received treatment with 0.3 ml of restylane defyne (lot 15983) to the right side of the forehead with a 25 g cannula and an unknown injection technique. On (B)(6) 2018, immediately after injection, the patient experienced visual impairment(visual impairment) at right eye. An initial exam at bedside showed lower visual field defect in the right eye. A few minutes later the patient was examined by an ophthalmologist and the patient's vision had declined to counting fingers. The event was treated with a periorbital block with hyaluronidase. A vision exam after the treatment showed a lower field defect with a visual acuity of 20/60. Cursory non-dilated visual exams showed no evidence of retinal involvement. Intraocular pressure was within normal limits. A follow up done with a retinal specialist showed no evidence of retinal involvement with dilation pupil exam and extraocular movements were intact. The patient was seen by another retinal specialist and underwent a fluorescein angiogram which was negative and an MRI that showed no trauma. The visual field defect continued and the patient was hospitalized to received hyperbaric oxygen therapy and a possible lateral canthotomy. Outcome at the time of the report: visual impairment was recovered/resolved with sequelae. Tracking list: v.1 12-oct-2018: patient information, medical history, suspect product details, event, treatments, and outcome were updated. V.2: 24-oct-2018: clarification of anticipated procedure.

Manufacturer narrative:
(B)(4) initial version. Upon further review of this case it has been determined that the initial version was not appropriately reported. We are now reporting the initial version as the importer. Pharmacovigilance comments: the serious event of visual impairment was considered expected and possibly related to the treatment. Serious criteria included the need for medical intervention, hospitalization and permanent damage. Potential contributory factors include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case doesn not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventative action manufacturing narrative: the reported lot number was valid. (B)(4).

Event description:
Case reference number (B)(4) is a spontaneous report sent on 28-aug-2018 and follow up reports on 12-oct-2018 and on 24-oct-2018 by a physician which refers to a (B)(6) year old female patient. The patient's medical history included c-section x2, breast augmentation and breast reconstruction, easy to bruising, and an allergy to sulfa. Concomitant treatments and previous treatments were not reported. On (B)(6) 2018, the patient received treatment with 0.3 ml of restylane defyne (lot 15983) to the right side of the forehead with a 25 g cannula and an unknown injection technique. On (B)(6) 2018, immediately after injection, the patient experienced visual impairment (visual impairment) at right eye. An initial exam at bedside showed lower visual field defect in the right eye. A few minutes later the patient was examined by an ophthalmologist and the patient's vision had declined to counting fingers. The event was treated with a periorbital block with hyaluronidase. A vision exam after the treatment showed a lower field defect with a visual acuity of 20/60. Cursory non-dilated visual exams showed no evidence of retinal involvement. Intraocular pressure was within normal limits. A follow up done with a retinal specialist showed no evidence of retinal involvement with dilation pupil exam and extraocular movements were intact. The patient was seen by another retinal specialist and underwent a fluorescein angiogram which was negative and an MRI that showed no trauma. The visual field defect continued and the patient was hospitalized to received hyperbaric oxygen therapy and a possible lateral canthotomy. Outcome at the time of the report: visual impairment was recovered/resolved with sequelae. Tracking list: v.1 12-oct-2018: patient information, medical history, suspect product details, event, treatments, and outcome were updated. V.2: 24-oct-2018: clarification of anticipated procedure.